Manufacturer narrative:
This is one event (death) reported on the same patient involving two separate products; associated mdrs #1225714-2014-00685 and 1225714-2014-00686.

Manufacturer narrative:
This is one of two device reports for this event; the associated manufacturer report numbers are 1225714-2014-00685 and 1225714-2014-00686. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.